Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is this complaint related to suture diameter or is the issue related to an incorrect component in the package? Do you have a photo?

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2017 and suture was used. It was found that there was a suture with the thickness of 2-0 in the package before use. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
Additional information was requested and the following was obtained: is this complaint related to suture diameter or is the issue related to an incorrect component in the package? This complaint is related to an incorrect component in the package. Do you have a photo? No photo was provided from the hp. No further information will be provided.